Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted the tines/lobes were damaged/cut, there was blood on the distal conductor (not obstructed), there was blood ingression on the tip seal, the outer insulation was melted and there was apparent explant damage. (B)(4). Concomitant products: 5068 implantable pacing leads (x2) (B)(6) 1998. (B)(4).